Manufacturer narrative:
Follow up #1 (05/31/2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 1145am. It was reported, the patient obtained blood glucose results of "404, 270, 540, 455, 436 and 472 mg/dl" with the subject meter and "436 and 327 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin pump therapy. The patient reportedly continued to administer her usual dose of medications at the time of the alleged issue. On the following morning, the patient administered self novolog insulin (0.95 units) in each leg (at 8am and 915am). The reporter denied the patient developed symptoms due to the reported issue. The patient did not test her blood glucose on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the reporter denied the patient developed symptoms. The patient did not administer inappropriate self treatment. The received treatment correlated with the results obtained with the subject meter. However, this complaint is being reported because, the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing. The alleged issue was not observed. The test strips have also been returned but not yet evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.